Event description:
New information noted that right ventricular (rv) and right atrial (ra) leads exhibited over sensed noise and were explanted and replaced with new leads. There were no patient consequences.

Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in one piece with the extraction wire stuck inside. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impressions consistent with friction to the device can. The cause of the reported event was isolated to the exposed outer coil at the abrasion zone.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular and atrial lead exhibited noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information noted initial reporter's address.